Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is in progress.

Event description:
Customer complaint alleges "the cuff was found leakage during function test prior to use on patient." There was no report of patient impact or consequence.

Event description:
Customer complaint alleges "the cuff was found leakage during function test prior to use on patient." There was no report of patient impact or consequence.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. Two additional pieces of angular connector were returned with the actual device. A visual exam was performed and it was observed that the two additional pieces were received with a broken cobb connector. In addition, yellowish stain marks were found on the bespak valve and connector areas. The cuff pressure of the tracheal clear cuff and the bronchial blue cuff of the complaint device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. Both cuffs maintained at 25mbar. A water leak test was then conducted and no air bubbles were observed flowing out from the cuffs indicating there were no leaks. A device history record review was performed and there were no issues found that could relate to the reported complaint. The complaint of cuff leakage could not be confirmed. There were no issues found with the returned device.